Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI:(B)(4).

Event description:
Ppf alleges elevated metal ions. Added lawyer, law firm and revision hospital. Updated part and lot numbers of the impacted products. Doi: (B)(6) 2008 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint. Litigation papers allege the following: friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt chromium metal ions and particles to be released into plaintiff's blood and tissue and bone surrounding the implant. As a result, plaintiff has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. Update aug 14, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges difficulty walking and trouble performing adls. After review of the medical records for MDR reportability, revision note reported minimal small corrosion in the head. No lab values for the metal ions. Part and lot information were provided. Complainant information was updated. This complaint was updated on: aug 24, 2017.